Event description:
A malfunction was reported due to an altitude alarm on the pump, which caused the customer¿s blood glucose level to exceed 500 mg/dl. The customer attempted to manage the high blood glucose level with a correction bolus via the pump. Despite troubleshooting steps advised by technical support, such as cleaning the pump's speaker holes, reconnecting the cartridge, and loading a new cartridge, the issue persisted, and the altitude alarm recurred. Technical support recommended waiting two hours for any moisture to evaporate and planned to follow up. Pump resumed normal operation. Cts informed caller that pump was likely exposed to condensation, humidity, or water. Cts provided tips for preventing altitude alarms. Caller acknowledged.